Event description:
A battery/no power issue was reported with the adc device. The customer was unable to obtain readings due to the device "turns on and off and at times will not turn on." As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of unspecified oral and injectable medication administered by the healthcare provider for hypoglycemia diagnosis. An hcp reading was obtained; however, no values were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. This serves as a correction report. Section (h10 - additional mfg narrative ) was incorrectly documented in the previous report. Correction has been done. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to obtain readings due to the device "turns on and off and at times will not turn on." As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of unspecified oral and injectable medication administered by the healthcare provider for hypoglycemia diagnosis. An hcp reading was obtained; however, no values were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button depression. Reader powered off with button depression when powered on. Reader powered on with strip insertion and off when strip was taken out. Reader powered on when connected with a usb cable and powered off when usb cable was taken out and the button was pressed. Built-in reader test was performed and all results were within specification. The user complaint could not be reproduced. Therefore, issue is not confirmed. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to obtain readings due to the device "turns on and off and at times will not turn on." As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of unspecified oral and injectable medication administered by the healthcare provider for hypoglycemia diagnosis. An hcp reading was obtained; however, no values were provided. There was no report of death or permanent impairment associated with this event.